Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: unable to duplicate customer complaint. On (B)(6) 2014 black box recorded a ¿loss of prime¿ warning due a to low, non-zero, force. Exercised pump for 24 hours at 1 unit/hour with no ¿loss of prime¿ warnings or other alarms. Checked force sensor calibration. Pump was found within specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).